Manufacturer narrative:
The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned. The alleged product issue/event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device.

Event description:
As reported: the patient had a wide-neck aneurysm in the middle of the brain with a size of 6.4mm*3.3mm. After the 17 microcatheter was in place, choose web for treatment. The web opened well and the aneurysm was completely covered. When detach the web, the controller light was normal, but the web was not detached. After replaced with three controllers, it was still cannot detached and removed the web. Then choose other surgical procedures to treat the aneurysm. The patient was reported to be "fine".

Manufacturer narrative:
Items returned for evaluation: -pusher -web implant -introducer -microcatheter items not returned for evaluation: -controller the web implant was returned still attached to the pusher for analysis and was returned partially deployed through the microcatheter with the proximal connector broken at the brown lead wire joint. Further inspection found the web implant to be within visual and dimensional specifications, but broken wires were found at the distal side, and the pusher hypotube exhibited multiple kinks. Continuity and resistance testing was unable to be performed due to the broken condition of the proximal connector. The heater coil section was dissected to investigate any obstruction that could possibly prevent the implant from detaching, but the heater coil was not found stretched and did not show signs of activation using a detachment controller. (Note: the heater coil and pet were inadvertently damaged during the investigation). The investigation of the returned web system found broken wires on the distal end of the implant, the pusher hypotube kinked, and the proximal connector broken at the brown lead wire joint. Due to the broken proximal connector, this investigation could not test and assess the continuity or resistance of the pusher to determine if a condition existed that would have caused or contributed to a detachment issue and therefore, this complaint is considered non-verifiable. The physical evaluation of the device could not identify the conditions or circumstances that led to the implant and pusher damage, but the damage is consistent with the device experiencing forces exceeding the implant and pusher's yield and tensile strength.

Event description:
No new information.